Manufacturer narrative:
An investigation summary was performed. Cq investigation part # 314.743, lot h193061. It was reported that two ria (reamer-irrigation-aspirator) drive shafts were found in sterile processing with the ends broken off. It is not known how or when the ends broke off the drive shafts. There was no reported patient involvement. The broken end fragments were discarded and will not be returned. Both drive shafts will be returned. This complaint involves two devices. Part # 314.743, lot h193061 has been lost or misplaced by the hospital and will not be returned. The product was not returned, if additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Additional product classification code: hrx. Device is not expected to be returned for manufacturer review/investigation, lot h193061 has been lost or misplaced by the hospital and will not be returned. Device history records review was conducted. The report indicates that the: DHR review for part #314.743, synthes lot #h193061, release to warehouse date: 07-mar-2017, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two ria (reamer-irrigation-aspirator) drive shafts were found in sterile processing with the ends broken off. It is not known how or when the ends broke off the drive shafts. There was no reported patient involvement. The broken end fragments were discarded and will not be returned. Both drive shafts will be returned. This complaint involves two devices. This report is 2 of 2 for (B)(4).